Event description:
Nurse noticed intravenous tubing leaking where filter connects to bifuse. Tubing changed and defective product form completed, and filter sent with it. Leaking filter was new. Tubing had just changed today, and minimal medications infused.